Manufacturer narrative:
Implant date is unk. Product will not be returned. Evaluation is pending upon completed investigation of the product.

Event description:
Pt has arthrosis, removed plate for additional fusion. Additional info received from the sales representative in 2009. The pt was a female pt who underwent an initial 2 level fusion on c5-c7 on an unk date. The representative did not know the pt's original diagnosis. Two days earlier, the pt underwent a revision surgery to remove the acufix anterior cervical 2 level plate removing the disc implant. The c6-c7 did not fuse so the surgeon implanted a single level plate and allograft in the disc space.